Event description:
Ous MDR - it was reported that, after an implantation time of about 42 months, inappropriate shocks were delivered. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was tested visually, electrically, and mechanically. This inspection did not discover any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be within specifications and without problems. The values measured during the electrical analysis were within the range of the technical specification. The insulation was intact. No anomalies were noted. In summary, there were no indications of material defects or manufacturing errors.